Manufacturer narrative:
Co rep evaluated the unit. Corrections included replacement of the unit's anesthetic gas bench. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the dpm 6/7 monitor, which may have affected gas monitoring. No pt injury was reported.